Event description:
It was reported that during a procedure there was no light from the fiber and the fiber overheated. The procedure was completed with a stable patient outcome.

Manufacturer narrative:
The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned device revealed that the laser fiber was received for analysis in one piece. The fiber body measured 315.4 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 4 mm and appeared to have slight degradation. The light from the connector was bright and round and the connector face showed no signs of overheating. The reported complaint was not confirmed. The fiber did not show signs of overheating and the connector face had no defects. The investigation did not identify any abnormality in manufacturing or design from the risk review and DHR review. Therefore, the investigation conclusion code assigned is no problem detected as the device complaint or problem cannot be confirmed.

Event description:
It was reported that during a procedure there was no light from the fiber and the fiber overheated. An error message was not prompted. The fiber was too hot to touch, so the procedure was completed with another fiber and a stable patient outcome.

Event description:
It was reported that during a procedure there was no light from the fiber and the fiber overheated. An error message was not prompted. The fiber was too hot to touch, so the procedure was completed with another fiber and a stable patient outcome.